Event description:
A customer reported the equipment displayed a system message and locked during a procedure. The procedure was aborted. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system. The pneumatics module and the customer's pressure gauge were replaced. The software was upgraded. However, the software upgrade was unrelated to the reported event. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).